Event description:
It was reported that the pta balloon ruptured upon initial inflation (atm unk) intrastent in the cephalic arch and that the distal end of the balloon and shaft detached inside of the patient. Surgical intervention was performed to removed the detached segment. The patient was reported to be doing well post procedure.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for this lot number and failure mode. The device was returned. Based on the sample condition, the investigation is confirmed for balloon detachment and a complete circumferential rupture. It should be noted that per the event reported - a syringe was use to inflate the balloon - a bare metal stent was present during the procedure. Per the current IFU, a luer lock syringe/inflation device with a manometer should be used to inflate the balloon. As such it is unknown if the balloon was overpressurized. In addition, the bare metal stent present during the procedure could have contributed to the reported rupture. It is possible the rupture contributed to the balloon detachment. However, based upon the available information, the definitive root cause for this event is unknown.